Event description:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing due to user advisory 17 (max motor on time exceeded during active operation). No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing due to user advisory 17 (max motor on time exceeded during active operation). The root cause of ua17 was a defective drive-train motor, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in april 2019 and is over 6 years old. During platform servicing, the autopulse platform displayed ua17 upon powering up. After replacing the defective drive-train motor with a known-good one, the platform was tested and passed without error or fault. The customer declined the service repair. Therefore, no service was performed, and the autopulse platform was returned uncertified, with a label indicating "not for clinical use." Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).